Event description:
Customer performed a blood glucose test and received a result of 58mg/dl, four minutes later retested and received a result of 88mg/dl, retested again four minutes later and received a result of 80mg/dl. The customer was feeling symptoms much lower. The customer fainted, and paramedics were called. The customer was given glucose intravenously. Paramedics tested and received a result of 35mg/dl after giving glucose. The customer never retested with their device. The customer drank orange juice. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.